Event description:
Per report, in a transapical tavr, post deployment the 26 mm sapien valve position was too aortic (90:10 aortic) with moderate pvl. Pre deployment the valve position was 50:50, but during inflation the balloon went slightly up. To compensate, the physician moved the balloon causing the valve to end up too aortic (90:10 aortic). A 2nd 26 mm sapien valve was implanted with good results. Post deployment, the 2nd valve position was 60:40 aortic with mild pvl. Per the latest report, the patient was stable after the procedure, and was reported to be doing well. The aortic annulus diameter measured 24 mm and was heavily calcified. The patient has mild mitral annular calcification and severe aortic root calcification. Baseline ef=60%. The image intensifier angle (iia) and the coaxial alignment of the valve and delivery system were good. During deployment the patient¿s ventilation was held and there were no problems with the pacing capture. The patient has no pre-existing cardiac prosthesis implanted. The coronaries were confirmed to be patent and the patient remained stable throughout the procedure.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the cause of the too-aortic valve position post deployment appears to be related to procedural factors (e.g. The physician moved the delivery system during deployment). The device was not available for evaluation, as it remains implanted in the patient. There was no allegation of device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.